Manufacturer narrative:
The customer cleaned the mixing tower automatically and replaced system reagents. The electrodes were then activated. The investigation determined the customer's actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the ise sodium electrode on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample resulted with a sodium value of 133 mmol/l when tested on the c 111 analyzer. The sample was sent to a sister site, where it was repeated twice on a cobas 6000 c (501) module, resulting with values of 143 mmol/l and 144 mmol/l. The 144 mmol/l value was reported outside of the laboratory. The sodium electrode lot number and expiration date were requested, but not provided.